Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple power source alerts after plugging the pump into a wall outlet and experiencing the pump shutting down. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. The customer will revert to manual injections for insulin therapy; however, a replacement pump was sent to the customer.